Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg and had turned the stimulation therapy off since (B)(6) 2016. The patient stated he would like his scs ipg explanted because the ipg was no longer functioning and the device placement was uncomfortable.

Event description:
Additional information obtained identified the patient's scs ipg was removed.